Event description:
It was reported that there was a coupling problem. A communication problem was reported. The patient was confusing the coupling bars with the implantable neurostimulator (ins) charge level. It was reported that the patient¿s ins kept shutting off on the patient. The company representative had shown the patient how to use the programmer to check the ins. They continued to try to synch with the ins but it was not working. The day prior to report, the ins had shut off three times on the patient and the patient woke up with the ins turned off. A warning screen that the patient¿s ins is in a discharged state appeared and therapy stopped. It was reported that the patient met with their physician last week and ins was fully charged. The patient also reported that they charged the ins a day prior to the report with 6 coupling boxes shaded. A normal recharge session was attempted and the consumer saw a normal recharging screen with an ins battery level flashing ¼. While the consumer attempted to recharge, they saw coupling boxes but no boxes were shaded. The consumer continued to get shaded coupling boxes but no boxes will shade and stated the ¿implant disappeared¿ and now saw the reposition antenna screen. It was reported that the ins battery level had gone completely down. Follow up was performed to det ermine the outcome of the patient and if they are receiving effective therapy. Follow up was also being performed to find out if any intervention or troubleshooting was required. If additional information is received, a follow up will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 97754, serial# (B)(4), product type: recharger; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 97740, serial# (B)(4), product type: programmer, patient. (B)(4).